Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with redness, and infection, extended beyond the patch perimeter. When the patient removed the sensor, she noted that she was experiencing cellulitis. The patient had a virtual consultation on (B)(6) 2024, and the skin reaction was treated with a prescription of an oral antibiotic, keflex 500mg 44 times a day for 12 days. At the time of the report the patient was stable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).